Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a motor error alarm on his insulin pump. Customer's blood glucose was at 109 mg/dl. He was advised to disconnect from the pump and was able to rewind it. The customer also stated there was a low battery alarm before for a battery that had not been in the pump over a week. It was found that both weak signal and lost sensor alerts were occurring more than four to five times per day, which, as it was explained to the customer, can drain the battery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.